Event description:
It was reported that the patient had an overdischarged battery that was addressed with a physician recharge mode (pmr) the tuesday prior to the report. It was noted that the patient had been charging normally since the pmr and would charge their implantable neurostimulator (ins) completely one day and the next morning the ins would be completely empty. The patient had been recharging their ins daily since tuesday and was still having this issue. The patient had been in overdischarge for over 3 years. The patient recharged during the report and noticed that the ins went from empty to full in about 10-15 minutes. It was noted that the patient saw a power on reset (por) on the clinician programmer with an error code of 0x3608. The por was successfully cleared. It was further reported that the patient was instructed to charge daily to see if they could resolve the issues with not holding a charge. It was unknown if the patient was receiving effective therapy at the time of the report. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product typ:e lead. (B)(4).